Manufacturer narrative:
Section a4: additional information. Manufactures investigation conclusion: the pump was not returned after the patient¿s expiration and was therefore not available for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi system organ failure (msof) could not conclusively be established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2019 due to msof. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30may2019. Death along with a lists various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events is listed in the hm3 instructions for use (IFU) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to multi-system organ failure (msof). Additional information was requested but not provided.